Manufacturer narrative:
.

Event description:
The manufacturer's representative reported that the patient's pump contained morphine 75 mg/ml with a dose of over 50 mg/day. The patient was diagnosed with an inflammatory mass. The patient's catheter was revised and replaced with a sutureless connector. The patient's concentration was decreased to 20 mg/ml and the dose was decreased to 45 mg/day. No patient outcome was provided. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.